Event description:
It was reported that the t:slim x2 pump battery was not charging. The customer's blood glucose level remained unaffected, as there was no shutdown or pump failure. The customer was instructed to use a known working outlet with the original charging supplies, which successfully resolved the issue with no further assistance needed.